Manufacturer narrative:
Evaluation results: inherent risk of procedure (cerebral infarction). Evaluation conclusions: known inherent risk of procedure (cerebral infarction). (B)(4).

Event description:
During index procedure one endeavor sprint drug-eluting stent was implanted in the 1st diagonal. Approximately 58 months post index procedure, a cerebral infarction occurred. The patient subsequently died. Death was indicated as non-sudden and non-cardiac. It is reported that the patient had an onset of severe pneumonia and was admitted to hospital. The patient was treated with a course of antibiotics, but developed resistance. Investigator indicated that the death event was not related to the study device. Exact cause of death is unknown.